Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump which will not pump. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
It was reported that the customer had ketones and high blood glucose of 579 mg/dl. The mother stated that she found blood in the tubing, and the infusion set was changed. Troubleshooting was performed. The mother stated that the customer changes the infusion set every three days. The time, date, and programming were correct. The daily totals and bolus history were accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the device did not alarm no delivery. No further info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump which will not pump was not confirmed nor duplicated during product evaluation. The pump was found to function as designed. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. A service history review was performed revealing this pump has never been sent to baxter for service and, therefore, the reported condition is not related to any previous service on this pump. A device history review was performed with no exceptions noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.